Event description:
The doctor reported that he observed interface inflammation, which required a subsequent lift of the corneal flap and wash of the corneal bed. Pt post-op visual acuity is 20/20. The cornea is clear, with no haze.